Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 1.3g over specification. D8 & d9 updated.

Event description:
Bilateral capsular contracture, right baker grade 2-3.